Event description:
The user facility reported that when the involved angio-seal anchor was locked in, it did not secure properly, and the sheath broke off, causing the entire device to come out intact. The procedure performed was a peripheral angiogram. The patient's condition and relevant tests were not available per the hospital's records. There was no blood loss reported. No injuries were described, and there was no direct allegation related to the procedure. Additional information was received on (B)(6) 2024: the sheath size was 6f. An angiogram was performed, revealing no issues with access or catheter insertion. The angio-seal was placed using the usual method, but during the deployment step, the sheath came apart, and the anchor was dislodged. Manual pressure was applied to achieve hemostasis.

Manufacturer narrative:
. E3: occupation: cvl rn the actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide additional information to section b5, update section d9, section h3, and to provide the completed investigation results. The actual device has been returned for evaluation. One (1) 6fr angio-seal device was returned to for product evaluation. The returned sample included the carrier tube and hemostasis sheath. The device was visually inspected and found to have been in used condition. The carrier tube and hemostasis sheath were returned fully mated and fully rear locked. The tubing was found to have been broken, and the carrier tube was also cut between the latches. The sheath was also able to be broken in a manner consistent with embrittlement due to light exposure. The carrier tube hub was opened to further inspect the suture, and the component was found to have been undeployed. Functional testing was performed by attempting to deploy the component, and the component was able to be deployed successfully. The complaint was confirmed for a sheath breakage resulting in the reported adverse event. The exact root cause cannot be determined. The likely cause was determined to have been improper device storage resulting in sheath embrittlement and breakage during device use. The device history record review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Event description:
Additional information was received on 08 oct 2024: they are storing the angio-seals by hanging them on a cabinet hook."